Event description:
Transvaginal mesh, "uphold" produced by boston scientific, "tvt gynecare", produced by johnson & johnson, and "pinnacle", produced by boston scientific. I had surgery to repair pelvic organ prolapse, stress urinary incontinence, and bowel incontinence (B)(6) 2010. I have suffered a total of 3 erosions thus far and have had 3 surgeries within a year to repair the erosions. I am now facing yet another erosion and possibly another surgery. I am in constant pain, due to the erosions. I have had numerous infections, and the pain makes sexual intercourse impossible. My dr. Tells me that a fall into the category of a small percentage of women who have complications from the mesh. After reading the findings of the FDA as well as many other reports I do not believe this to be a small percentage at all. I feel that this mesh is a very dangerous product and that it bears close investigation. Dates of use: (B)(6) 2010 - (B)(6) 2011.